Event description:
The customer contact philips healthcare to report that the power module is not turning on.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.